Event description:
Customer reported hospitalization due to low blood glucose. Customer has lows in the mornings. Customer was transported to hospital by ambulance. Wife calls the paramedics when he goes low. The current blood glucose reading is 68 mg/dl. The low blood glucose today was 49 mg/dl; customer treated with sugar. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.